Event description:
A maude database search conducted on 30sept2023 found maude report (B)(4). The event description states that: a call to technical services was placed on 07/02/2014 informing that this guide wire caused dissection of the coronary sinus during decannulation. The physician was a dr at a center in ga. This report reflects information received by FDA in the form of a notification per 803. 22.